Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: patient is doing much better/improving. Patient is almost fully recovered after the explant (vein was excised and all the adhesive removed on the (B)(6) 2025). Patient was given antibiotics after excision, but is off antibiotics at this time. Imageanalysis the customer returned two images for evaluation image 1: this image depicts a picture of a photograph on a phone. This image depicts the patient¿s leg, the left calf muscle is visible and a number of red raised areas can be seen along the length of the leg. Image 2: this image depicts a picture of a photograph on a phone. The screen photo is of what appears to be 6 pieces f a yellow type substance, from this image it is unclear as to what the substance may be. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to use a venaseal vs-404 to treat a soft tissue lesion in the left proximal mid short saphenous vein (ssv). Patient had an adhesive plug. Patient had left ssv venaseal procedure on ((B)(6)). Patient started developing open wounds on the distal 1/3 of the leg around mid september and kept developing more and progressing higher to the popliteal junction region. Physician said they were unsure it was granuloma. Physician is not the one treating it, but a dermatologist. Dermatologist had treated the patient for antibiotics flucloxacillin for cellulitis. According to the dermatologist, pieces of hard substances kept coming out and the 3 swab biopsies performed also kept showing up with pseudomonas. Physician said if it did not have pseudomonas, physician would have left it alone and observed it. Since there was pseudomonas, they planned to excise and explant them, the ssv.